Event description:
The physician reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Three hours post deployment the patient had a fever. The patient also complained of pain at the site, but no redness or drainage was noted. The patient was started on IV antibiotics. Blood cultures revealed staph aureus. The patient was later diagnosed with pseudoaneurysm and required a vascular repair. No further complications were reported.